Manufacturer narrative:
No product was returned for investigation nor radiographs were provided to confirm the event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." No product returned.

Event description:
On (B)(6) 2017 patient underwent a revision surgery due to helix screw backout. Patient was reported to have no issues post surgery.